Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a gradual rise in shock impedances on the right ventricular (rv) lead. The shock impedances were noted to be 44 ohms, but gradually have risen to high out of range values at 151 ohms. At this time, the ICD and rv lead remain in service and the patient is being monitored. No adverse patient effects were reported.